Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up successfully. Upon doing some functional test fse found there was black screen with message x-ray system was switched off & image storage not possible because of image disk problem. Fse found that xray pc and hard disks were defective. Fse replaced the x- ray pc and 2 hard disks, installed the software, after replaced the x- ray pc and 2 hard disks the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot up successfully. The device was outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc which returned the device to expected functionality.